Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system cannot start up. During troubleshooting, fse found that ippc was not booting up. Leds were off, the 220v power supply was good, so ippc was defective. Fse replaced ippc and downloaded software. After replacement the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system would not start successfully. The device was outside of clinical use. There was no harm reported. A philips field service engineer (fse) inspected the system onsite and replaced the image processing pc (ippc) which returned the device to use in a good working condition.